Manufacturer narrative:
(B)(4) retain samples from the reported lot were examined for physical defects and were tested for cord anchor strength and all met established quality requirements. A review of the device history record confirmed all quality acceptance requirements had been met, including results of cord anchor integrity. Complaint records were reviewed and there were no other complaints about malfunctioning withdrawal cords associated with the same lot as alleged to have been involved in the incident. The alleged defect could not be confirmed and no potential root cause was identified. The patient had agreed to return unused products for evaluation using a postage paid envelope provided for the return, but at the time of this report, none have been returned. If further samples are made available by the patient, we will evaluate and document the results in a follow-up report.

Event description:
The patient stated she went to the local hospital's emergency room to have a tampon removed from the vagina after a tampon string (withdrawal cord) fell off. When she went to remove the tampon, the string came off and the more she tried to pull out the tampon, the more it disintegrated and it was coming out in pieces. She stated that she still had pieces coming out even after coming home from the emergency room, but that she is feeling fine now. The patient did not report any follow-up instructions, prescription medications, or other treatment being given.